Manufacturer narrative:
Investigation: a visual inspection revealed that there were no non conformities with the dissection tip. The device had no evidence of blood. The entire kit was received as well, with signs of usage but no non conformities. The internal surface of the distal end of the dissection tip was viewed under high magnification and some scratches were observed. Fluid was injected into the tip via a syringe and there were no leaks observed. The tip was secured to a reference endoscope, and the image was somewhat cloudy. Based on the investigation, the complaint for "specs at end, difficult to look through" was confirmed since scratches were observed and could have caused the difficulty viewing through the scope. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the screw tip had specs at the end, and it was very difficult to look out of. The reporter clarified that the specs were noticed in the beginning of the procedure and only when the tip was secured on the scope and were observed in the monitor, which "looked like a blizzard." There were no leaks, cracks, or blood observed in the tip. A replacement unit was used to complete the procedure. There were no pt effects. The product is returned.